Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 68 mg/dl and the customer ate food to address the low bg level. The customer indicated that the healthcare provider reviewed the settings on the pump and had lowered the basal setting which resolved the low bg issue.